Manufacturer narrative:
The ams 700 momentary squeeze (ms) pump was visually inspected; no leaks were found. The tubing was identified to be cut down to the pump block. The tubing was not returned for analysis. The pump was functionally tested and failed the 8lb. Activation test (2). The pump therefore required more than 8lbs. Of force to activate. Product analysis was unable to confirm the reported events related to the tubing as it was not returned for analysis; however, product analysis identified a pump malfunction. This pump malfunction was therefore concluded to be the most probable cause of the reported events as it would directly affect the overall functionality of the device.

Event description:
It was reported that the patient underwent a revision procedure due to the device not working properly two weeks prior to the revision procedure with an inflatable penile prosthesis (ipp). Following inspection the physician observed a crack in the tube connecting the pump to the cylinder resulting in fluid loss. The ipp cylinder, pump, and reservoir was explanted and a new ipp cylinder, pump, and reservoir was implanted. The patient was stable following the procedure.

Event description:
It was reported that the patient underwent a revision procedure due to the device not working properly two weeks prior to the revision procedure with an inflatable penile prosthesis (ipp). Following inspection the physician observed a crack in the tube connecting the pump to the cylinder resulting in fluid loss. The ipp cylinder, pump, and reservoir was explanted and a new ipp cylinder, pump, and reservoir was implanted. The patient was stable following the procedure.